Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a wireless battery module showed experienced fluid intrusion. There was no patient injury or adverse event reported.